Manufacturer narrative:
(B)(4). Date sent: 11/17/2023. Additional information was requested and the following was obtained: did the device deliver any staples? Yes, malformed. If yes, were the staples formed correctly? No, they were open. If yes, was the staple line complete? No, less than 5 mm of the staple line, poorly formed. Did the device cut? No. If yes, was the cutting line complete? No. Not if so, was there any problem with the cutting line, such as irregular, blind, irregular knife, etc.? It did not cut. Was the any difficulty opening the device? Yes. If yes, how was the device removed from the patient? After using the ¿reverse¿ the stapler did not open, so, after forcing the trigger 5 times and pressing ¿reverse¿ again the blade unlock and the stapler opened. If yes, did the jaws eventually open? After a lot of difficulty, yes. Yes the current state of the patient is known? No. Was there not any consequence for the patient or change in the patient's postoperative care as a result of the event? (Prolonged hospital admission, readmission, reoperation, etc.) Prolonged hospitalization, need to staple the rectum again, but there was no fistula after surgery.

Event description:
It was reported that at the time of stapling of the rectum, the stapler did not staple, the staples were opened, and the stapler stuck at the time of firing.

Manufacturer narrative:
(B)(4). Date sent: 11/7/2023. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). A manufacturing record evaluation was performed for the finished device lot/batch number, v94t6l, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/19/2024 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 12/6/2024. D4 batch #242a19. Investigation summary- the analysis found that one ec60a device was returned with the jaws and closure trigger in the closed position. Also, the knife was noted as partially advanced, the red manual knife reverse button was activated and the knife returned to the home position as expected and no reload was received. It should be noted that when using the reverse button ensure that the knife is fully back in its home position, if the knife remains advanced the device jaws would not open. Please reference the instruction for use for more information. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. During the visual inspection, the knife was noted to be slightly nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. Please reference the instruction for use for more information. The event could of would not staple not be confirmed as the reload was not received and the device work without any difficulties. The instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 242a19, and no non-conformances were identified.